Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the atw35 would not fire. Another atw35 was opened and worked fine. There was no consequence to the pt.